Event description:
It was reported that the infusion pump was programmed to infuse 50 ml of a throbolytic agent at 200 ml/hr. Reportedly the infusion took only approx. 7.5 minutes versus the anticipated 15 minutes to infuse. Afterwards the patient went into fibrillation and was air transported to a larger hospital. It was not known if the patient's response was related to the reported overdelivery or the drug itself.